Manufacturer narrative:
On 10/28/2021, a service provider of infutronix provided the image for the affected administration set and visual inspection confirmed that the tubing connector on the proximal end of the cassette module was snapped and broken. The reported leaking issue was confirmed. The affected device was never returned for evaluation and therefore no root cause identified.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user "pump had leaked all over her car, her floor and her stove." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. (B)(4).